Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to reporter: customer states : instrument could be used with no problem for the initial two firings on pa and pv. At the next firing with articulation at the maximum position, a surgeon found a great difficulty in squeezing the handle and stopped the firing in a half way. By using the black return knob, the jaw could be opened to release the device from tissue. Malformed staples involved on the brachial tube. However the knife blade did not slide on tissue and no bleeding was confirmed. New one was opened to complete the case with no problem. No patient harm and the patient current status is good. The operating time was not extended. There was both additional tissue resection and tissue damage. No bleeding, nothing fell into the cavity and no problem in release of device from tissue. The staple formation problem was corrected by resecting and re-stapled by use of a new instrument. Reporter asked was there any unanticipated tissue loss as a result of this problem? Maybe no. How was the tissue damaged as a result of this problem? Unknown additional safety questions forwarded to customer (B)(4) 2014 due to the partial firing, malformed staples reported, did the patient have any medical complications that were associated with this post-surgery?